Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what device was used (you provided the cartridge code)?- long60a. What was the appearance of malformed staples (irregular in shape or legs straight)?- no staples were seen on the patient side cartridge hence no malformed pins seen . How much blood was loss (specify in mls)? At 50 ml. Did the patient require a blood transfusion? No. What other color cartridges were used before and after this event? Before -green reload and after -blue. Was the instrument fired across or near an existing staple line or clip? -no. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? ¿no. How was the case completed? The patient side where the staple misfired was hand sewn and for next step the stapler was used with blue reload .

Event description:
It was reported that during a sleeve gastrectomy procedure there was a malformation of staple pins due to which bleeding occurred. This event happened during 2nd firing wherein the staples were formed only on specimen side and not on patient side that left the patient side open and it got cut but no staples formed on patient side which led to bleeding.

Manufacturer narrative:
(B)(4). The analysis results show that the returned reload was noted to have the deck damaged. The damage to the cartridge deck is consistent with the device being fired over an already existing staple line; when this happens as the knife cannot cut the staples, the knife will plow any staples on its path distally while firing the device, resulting in some cases in damage to the cartridge. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the cartridge. Also no device was returned for analysis. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.